Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer supported by physio-control and, as a result, parts and service are no longer available.  Physio recommended that the customer permanently remove the device from service and obtain a replacement unit.  The device has not been returned to physio for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not detect that a test load was connected during testing. The device continually prompted to "connect electrodes." The customer advised that the same test load was used successfully to test a second device, indicating that the test load was functioning properly. The device failing to detect the test load indicates that it may not be able to detect a patient, were one connected to the device. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.